Event description:
The stylet was very difficlut to remove from the catheter. The catheter broke externally while the stylet was being pulled out of the catheter. The catheter was removed. The account does not use the suture wing.

Manufacturer narrative:
The device history review showed no related manufacturing issues and 21 similar occurrences from five sources for this lot. Of these similar occurrence, seven are inconclusive due to no sample sent for evaluation, two are inconclusive, and 12 are still pending evaluation.